Event description:
It was reported that the lead exhibited high pacing impedance and no capture at maximum output. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.